Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During initial evaluation, the device passed the homechoice return instrument test/evaluation (rite) functional testing. A short simulated therapy was performed successfully. All pressures were tested and determined to be within specification. During internal inspection, no issues were found. The reported issue could not be confirmed nor duplicated during the evaluation. As a result, the cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) was infusing more solution than it was showing on display. As a result, the home patient felt overfilled. The home patient (hp) stated that the fill volume (fv) was 1800 ml but the hp manually was able to drain 2700 ml. The volumes reported do not meet the criteria for an increased intra-peritoneal volume (iipv) event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.